Event description:
It was reported that during a recanalization procedure in the posterior tibial artery below the knee via ipsilateral antegrade approach, the guidewire was allegedly stuck after forty seconds of activation. It was further reported that the guidewire was removed, and cut from the catheter. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. Partial unknown 014 guidewire was still inserted onto the crosser and partially exposed at the distal tip. A tear was noted at the guidewire exit port. Multiple bunching was noted throughout the catheter proximal to the distal tip. No functional testing due to the condition of returned sample. Based on the findings, the investigation is confirmed for the reported device-device incompatibility and identified material deformation, catheter tear issues. A definitive root cause for the reported device-device incompatibility and the identified material deformation, catheter tear issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiration date: 12/2023).